Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be reproduced during an operational check, but the error log was checked and an error code related to the pressure sensor was found. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). Upon internal inspection, contamination was found on the flow sensor. The flow sensor needs replaced to address the issue.